Event description:
Dealer states the chair does not want to turn to the right or left only goes straight.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.